Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "started to occlude" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the zygomaticus minor area with an unspecified type of juvéderm®. The injection site ¿started to occlude.¿ patient was treated with vitrase/hyaluronidase and the event ¿immediately resolved.¿